Event description:
Inappropriate therapy due to lead (fidelis 6949) fracture was observed at am11 :00 on (B)(6) 2014. The patient had been admitted in a metabolism department in the hospital. The patient got the issue and dr. Kurita decided to change tachy mode off and me. Ueda changed the setting. There were a total of 6 episodes available. The physician decided to perform svc angiography. If it is not occluded, the patient will get new lead and device in next week. If it is occluded, the patient will be sent to the national cardio vascular center for lead removal and new system implantation. Please see further data from the attached saved data. The physician, dr. (B)(6) me commented that this issue was occurred by incomplete lead fracture. The facility was (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).